Manufacturer narrative:
The actual device along with one unused sample of the same lot was returned to the manufacturing facility for evaluation. Visual inspection of the actual device found the catheter portion was damaged and missing 14 mm off from its tip. The unused catheter with hub part alone had no irregular observation. Microscopic observation of the cross sectional was observed to be deformed elliptically, while magnified view of the damage was to be a combination of both smooth and rough in irregular pattern. A review of the manufacturer inspection record of the involved product code/lot number combination revealed no relevant findings. A search of the complaint file found no previous report of this nature with the involved product code/lot number combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "do not attempt to re-inset a partially or completely withdrawn needle." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported missing a piece of the catheter used in this event. Follow up communication with the user facility reported the following information: transfusion was administrated intravenously in a dog; sr was removed after 6 hours of transfusion; 15 mm from the tip portion of the device was found missing; x-ray check for the same lot sample was attempted to pursuit the residual image; and ( it is currently unknown whether the piece of catheter fragment is actually in the dog.